Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes had erroneous potassium and calcium results. The following information was provided by the initial reporter: "it was reported that there are erroneous potassium and calcium results. Jan 8th : 0.8 calcium,27.62 potassium, jan 15th: 0.8 calcium,17.07 potassium, jan 17th: 0.8 calcium,13.60 potassium, jan 20th: 0.9 calcium,17.41 potassium. Erroneous potassium and calcium, they stated these were all short samples that were received. No patient identifiers available samples available to return for investigation. The customer called back today with repeat results: 8.4 ca, and 3.59 k+; 8.7 ca, and 4.7 k+. Previous results for one of the patients were: 8.5 ca, and 4.3 k+. They will call if the other patient returns for repeat blood work.¿

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting to the customer.

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes had erroneous potassium and calcium results. The following information was provided by the initial reporter: "it was reported that there are erroneous potassium and calcium results. Jan 8th: 0.8 calcium,27.62 potassium. Jan 15th: 0.8 calcium,17.07 potassium. Jan 17th: 0.8 calcium,13.60 potassium. Jan 17th:0.9 calcium,17.41 potassium. . Erroneous potassium and calcium, they stated these were all short samples that were received. No patient identifiers available. Samples available to return for investigation. The customer called back today with repeat results: 8.4 ca, and 3.59 k+; 8.7 ca, and 4.7 k+. Previous results for one of the patients were: 8.5 ca, and 4.3 k+. They will call if the other patient returns for repeat blood work.¿